Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned device.visual inspection of the device did not reveal any damage or abnormalities. Engineering attempted to cycle the unit and observed that the needle blades would not move correctly. The returned sample as received was found not to meet specification. Based on these observations, the reported condition was confirmed. This condition has been brought to the attention of the appropriate personnel. A corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened. (B)(4). This complaint was reassessed during hhe authorship and although there was no patient harm, determined to be a malfunction based on the determination of root cause.

Event description:
According to the reporter: during a lap nissen. The surgeon tried to load the unit and it malfunctioned. The surgical time was extended with 10 minutes. No adverse events reported.